Manufacturer narrative:
(B)(4). The product will not be returned for evaluation as the device was discarded after the procedure and the issue was not noticed until the next day. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: patient underwent a laparoscopic gastrectomy procedure. One day post operatively, a swallow study revealed an esophageal tear in the chest. A stent was placed in the affected area two days after the original procedure.